Event description:
It was reported that when the patient woke up this morning they "could not feel a pulse" and was wondering why their device was "not working." The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.